Event description:
Caller reported that the t:slim x2 pump battery would not charge. Initially, there was no adverse impact to the customer's blood glucose level. The caller confirmed using the correct tandem charging cable and wall adapter but did not attempt leaving the pump plugged in for an extended time, as advised by cts. After further guidance, the pump remained unresponsive even after following instructions. As the caller did not have another charging cable to try, cts shipped a replacement cable and wall adapter, which also did not resolve the issue. Ultimately, cts decided to replace the pump, ensuring the customer would use mdi as a backup therapy. The caller was informed about the replacement pump process, including shipping, software updates, and returning the defective pump.